Event description:
It was reported that after a laparoscopic colectomy procedure, placed small clips (common), previously reported that it was not the quality requested. Two clips (the cystic artery) are released during the procedure and the patient bleeds. You have to place other again. Patient is going to be sent home, but left the hospital for monitoring. Unknown how case was completed. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: were clips malformed? No; were jaws of device damaged? Dr. Said jaws did not close very well. What device (clip applier or "clamp") was used with lt300 clips? Applier for laparoscopic procedures. Did clips fall off of vessel during procedure or did clips fall off post-op? Post-op were new clips applied during initial procedure to control bleeding? No or was patient brought back to surgery for new operation to apply new clips and control bleeding? Brought back for new operation. How much bleeding occurred? No information what device was used to control the bleeding? Lt400. What is current condition of patient? She¿s fine. Additional information was requested and the following was obtained: this was the first time this event happened with the product. What reusable clip applier was being used with the clip cartridges? El314 was the clip applier placed back in rotation at the facility after this case? Yes. How long after the initial procedure did the patient return with bleeding? Immediately.